Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3300542m (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2023; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced intermittent and unpredictable electric shocks in head, lips or left hand when the patient turned their head to the left approximately 2 weeks ago. There were no environmental/external/patient factors that may have led or contributed to the issue identified. Troubleshooting included testing the lead impedance which showed high impedances in the red zone. The patient is due to have a series of x-rays to check whether something can be seen. There was right lead fracture. The issue was not resolved at the time of this report.